Event description:
The customer called and reported an alarm was received on the insulin pump, indicating that the force sensor system was compromised. The customer's blood glucose was reportedly within normal range. The device will not be returning for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.